Event description:
The customer reported that the device was repeatedly cycling during opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the device was repeatedly cycling during opcheck. The device was evaluated locally by a philips fse. The reported symptom was confirmed. The processor pca and power pca were replaced to resolve the symptom. After passing all testing the device was returned to use. We are unable to determine the cause of the reported symptom as multiple parts were replaced.